Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Registered nurse reported the customer was hospitalized due to high blood glucose levels, causing diabetic ketoacidosis. At the time of the hospitalization, the customer's blood glucose reading was 627 mg/dl. The customer complained of terrible chest pain and was not feeling well. The customer was treated with insulin drip. During the time of the call, the customer's blood glucose reading was 323 mg/dl. The customer had two no delivery alarms for two days. Based on troubleshooting over the phone, the device was performing as designed. Upon removing the infusion set, the registered nurse observed the cannula was bent and reported that the customer had reused the infusion set prior to hospitalization. The customer discontinued use of the insulin pump at the emergency room. Nothing further reported.